Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that impedance was checked and there were multiple combinations > 4,000 [ohms], including c and 0, 0 and 1, 0 and 2, 0 and 3, 1 and 2, 1 and 3, and 2 and 3. These impedances were checked at a higher amplitude and all combinations with electrode 0 remained > 4,000 [ohms]. The device was reprogrammed to avoid electrode 0 and the issue was noted to be resolved, without sequelae, as of (B)(6) 2014. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance was not determined. No further complications were reported/anticipated.